Manufacturer narrative:
(B)(4). The patient was admitted to the hospital on an unreported date, about a week prior to the receipt of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. The cause and the location of the hernia was not reported. On an unreported date, the patient had been admitted to the hospital to undergo a surgery for hernia repair. At the time of this report, the surgery was completed and the patient was back on pd therapy. It was not reported if the hernia was pre-existing prior to the start of pd therapy. The outcome of the hernia was not reported. No additional information is available.